Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to chest pain and had high blood glucose on (B)(6) 2018, so they disconnected her from the pump and put her on an intravenous drip the. Customer¿s blood glucose value at time of incident was 527 mg/dl and current blood glucose value was 99 mg/dl. The customer experienced symptoms such as feeling thirsty. The customer was treated with emergency medical service. The customer was unsure if he was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.